Event description:
It was reported that the patient was seen with high impedance. The patient will have a chest x-ray done and will be referred to surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that it is unknown if the patient experienced any recent trauma or manipulation and x-rays were taken. The patient was referred to neurosurgery. The x-ray report noted that the lead appears partially coiled proximally. No discontinuity of the lead noted. No known surgical intervention has occurred to date. No other relevant information has been received to date.